Manufacturer narrative:
The sample was serum. Prior to the event, tbil was calibrated and qc results were within the laboratory's established ranges the customer stated that intermittently tbil results are <0.1 which is below the analytical range of the analyzer. The customer repeats all samples with tbil results of <0.1. A bec field service engineer (fse) found the reagent probe b failed the level sense test. Fse replaced the level sense bead and verified the repair by precision testing. Qc results were within range.

Event description:
A customer contacted beckman coulter inc (bec) in regards to an erroneous low total bilirubin (tbil) result on one patient generated by the analyzer unicel dxc 880i synchron access clinical system. The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted by this event. The sample was repeated and higher result within the reference range was obtained.